Manufacturer narrative:
Correction h6: type of investigation (b14 instead of b11). Correction h11: the device was received for evaluation. During functional testing, the reported issue of "device turning off" was not reproduced. The customer wireless battery module and ac power adapter were not provided therefore the device was tested on a known good test battery and ac power adapter and the device functioned as intended. A review of the event history log (ehl) revealed "improper shutdown!" Messages. "Improper shutdown!" Events can be the result of the user removing all power from the pump without first powering off the pump, using the off key, or can be the result of the pump powering off without user input. However, the ehl cannot determine the cause of the "improper shutdown!" Events and therefore cannot confirm the device powered off without user input. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through the log however no component issue was identified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was turning off. This occurred during an unknown process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported device turning off was not reproduced. Valuation was able to power on the device with a known good test wireless battery module (wbm). Evaluation was able to charge a known good test wbm with a known good test ac power adapter. Evaluation did not receive a customer wbm or ac power adapter to evaluate. A review of the event history log revealed multiple battery errors messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.